Event description:
Patient awoke with new leg pain following lumbar fusion surgery. A follow-up CT identified bone graft in the central canal at l3-l4. A second surgery was performed two days later. A laminectomy was performed at l2-l3 and bone graft was removed from the canal at l2-l3 and at l3-l4, and intraoperative neuromonitoring showed immediate improvement. The implant and a large piece of disc material were both removed from the l3-l4 disc space and replaced with an expandable fusion cage and allograft. The symptoms are reported to be resolved.